Event description:
An endeavor sprint rapid exchange (rx) drug-eluting coronary stent delivery system length 30mm, diameter 3.5mm was used to treat a lesion in a vein graft to a patient's rca. The physician inspected the stent prior to use and there were no issues noted. The stent advanced normally over the wire and through the guide catheter. It was reported that the lesion was pre-dilated numerous times. The physician encountered resistance and failed to cross the lesion with the device. It was reported that the stent was damaged when trying to deliver to the lesion, the distal portion of the stent was frayed after removal from the patient. The case was successfully completed by ballooning. Patient was reported to be fine post procedure and no clinical sequelae have been reported.

Manufacturer narrative:
(B)(4). Eval, results: use outside label indications. Stent deformation, failure to deliver stent to target lesion. Eval, conclusion: use outside label indications. Device eval: the stent delivery system was returned to medtronic for eval. The stent was positioned on the balloon as per specifications. The tip was damaged with severe flaring evident. Two of the struts on the first distal stent segment were raised and pulled distally. A number of struts on the second and third distal segments and on the 15th proximal segment were deformed. The proximal and distal balloon pillows were intact.